Manufacturer narrative:
The device was not returned, but a photo of the sample has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the transfer set during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, two photographs of the implicated sample were provided for evaluation. Visual inspection of the photographs were performed which identified a leak at the dark blue female connector to the patient connector of the homechoice cassette. The reported condition was verified; however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.